Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing difficulty maintaining communication between her ipg and charger. However, the patient has stimulation. X-rays will be taken and the patient will meet with the surgeon as the next course of action.